Manufacturer narrative:
Updated - patient status: "fine" investigation summary: the incident unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the root cause of the incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy - "the device was used in a laparoscopic hysterectomy. Scissors and clamps were used to mocellate the tissues. During the morcellation process it was noticed the bag was cut. The bag was lifted to externalize the damaged area, and it was noted that the bag continued to tear. Clamps were used to prevent further tear of the bag, and the remaining tissue was removed using the same technique. An inspection of the abdominal cavity revealed some bleeding. Follow-up data on the patient's condition is not known but has been requested." Type of intervention - " unknown". Patient status - "unknown".